Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that battery life icon was not showing correctly on display screen of insulin pump. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. The insulin pump was received with high operating currents due to corroded battery tube. The keypad connector was found close properly during visual inspection. We were unable to performed functional test due to keypad anomaly. We were unable to verify lcd display due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.